Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During service technician found that the inner hose came apart. Device was repaired.

Event description:
The customer reported that the device was under performing. (B)(4).